Manufacturer narrative:
There is no reasonable evidence to suggest that the baylis medical devices caused or contributed to the reported incident. However, as baylis medical devices were reported to be among the devices used in the procedure, baylis medical has decided to submit this report. A DHR review has been completed for the lot in question and all devices in the lot met relevant requirements prior to release.

Event description:
A case of pericardial effusion requiring intervention was reported during a left atrial appendage closure (laac) procedure, where the baylis medical, versacross steerable sheath (vst), versacross transseptal sheath (vxs) and versacross rf wire (vxw) were used for the initial transseptal puncture. The vst was wired with the vxw and inserted in the patient. Due to complex patient anatomy, the physician experienced difficulty maneuvering the transesophageal echocardiography (tee) probe to visualize tenting of the septum. The physician attempted to rewire and re-position the vst on the septum six more times. Tenting of the septum could not be confirmed due to poor imaging and the vst was exchanged with the vxs. The vxs was shaped, wired and inserted for positioning. With no clear imaging of the septum or the vxs, the physician requested another sized sheath. Before the sheath could be exchanged, the patient's blood pressure began to drop. A perforation leading to pericardial effusion was noted in the right atrial appendage. The laac procedure was aborted. Pericardiocentesis was performed. Cardiothoracic surgery was consulted. More fluid was removed and the patient was stabilized. There is no reasonable evidence to suggest that the baylis medical devices caused or contributed to the reported incident. However, as baylis medical devices were reported to be among the devices used in the procedure, baylis medical has decided to submit this report. A sperate MDR has been submitted for the versacross rf wire and versacross transseptal sheath under MFR report numbers: 3019751610-2022-00002 and 3019751610-2022-00003 respectively.